Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge, migraine and headache had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia¸ metrorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia¸ metrorrhagia, autoimmune disorder, vaginal discharge, migraine, headaches she did not undergo confirmation test. Reporter information, date of birth, essure removal date, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.